Event description:
Pt was seizuring and intubated per anesthesia. Pt placed on ventilator and received 2 breaths when pt appeared to be fighting the ventilator. Pt was taken off the vent and manually ventilated. Upon inspection of the vent circuit (swivel adaptor), a small piece of plastic was found partially obstructing the circuit.